Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in storage mode. The physician reports the patient was lost to follow up and presented to the hospital with non heart related issues. The crt-d was interrogated and found to have tripped end of life (eol) approximately five months ago. As a result of this issue the crt-d was explanted and upgraded. No adverse patient effects were reported.

Manufacturer narrative:
A request for device return has been made but the hospital will retain possession of this device. This report will be updated if additional information becomes available.